Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset message was showing on the patient programmer. The patient¿s symptoms had also returned. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that despite the battery being just 15 months old, it had expired due to stimulation running at 8.1v. Due to this and the fact that the patient was not receiving a "good level" of therapeutic benefit, a new battery and lead would be inserted as the remedial course of action. An additional follow up report will be sent if additional information is received.